Event description:
The physician applied an auto tourniquet to the pt's upper arm in an effort to "localize the was administered." The velcro failed to hold when the tourniquet was at full inflation causing the drug to migrate. The pt had a reaction to the drug and was subsequently determined to be ok. The tourniquet was contained and evaluated by the biomedical engineering dept. The fault was determined to be old velcro. The machine passed all tests once new tourniquets were ordered and the old ones replaced. The ER physicians were given an inservice on the application and use of this equipment.